Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements as well as high out of range shock impedance measurements when it comes to this device. The pace impedance values had increased the last year, but no noise was recorded. The device was reprogrammed to update the cut off impedance measurements alert and the patient will continue to be monitored via remote monitoring. No adverse patient effects were reported